Event description:
The patient was found around 10:15pm on (B)(6) 2016 entrapped near the end of the 1/4 side rail. The patient's body was on the floor with the resident's head caught on the end of the rail. The bed involved was a qd1000ml, serial # (B)(4). It was outfitted with a metal side rail (rad306h). The bed was equipped with a joerns pdf3680 foam mattress. There is no known failure or deterioration in the effectiveness of the bed; however, the patient did become entrapped between the maxxum bed rail and the joerns mattress near entrapment zone 3/4.